Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the lip of reservoir was damaged and a piece of reservoir broke off. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip.